Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: b.6, b.7, d.9, h.3, h.6

Event description:
Healthcare professional reported "deflation" and "implant was accidently punctured during a surgery". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "deflation" and "implant was accidently punctured during a surgery". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "implant was accidently punctured during a surgery". This record is for the right side. Device was explanted.